Manufacturer narrative:
(B)(4). Date of birth-unknown date, 1958. Implant date-unknown date, 1994. It is unknown if the product will be returned to zimmer biomet for investigation, as the device remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02733. Patient not yet revised.

Event description:
It was reported patient has been indicated for a left total shoulder revision approximately twenty-four (24) years post-implantation due to rotator cuff failure and glenoid loosening. No additional information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. X-ray review noted, "total shoulder arthroplasty is intact, but the glenoid component has loosened and has been separated from the native remaining glenoid bone. There is therefore superior positioning of the system with respect to the shoulder alignment causing a markedly narrowed subacromial space." Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.